Manufacturer narrative:
It is unknown when the event occurred. 510k: this report is for twenty-three (23) unknown screws - unknown lot; unknown part. UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a removal of three (3) unknown matrixrib plates and twenty (20) unknown matrixrib screws due to an infection. There were a couple of screws (unknown amount) in two (2) plates that could not be removed, so each plate was cut and the remainder of the plate (with the screws attached) were twisted off and removed. No new hardware was implanted. This resulted in surgical delay of a few minutes. No patient consequence. The initial implant surgery was seven (7) years prior, on (B)(6) 2011. This complaint involves two (2) devices. This complaint is for twenty-three (23) unknown screws. (B)(4).

Manufacturer narrative:
Follow-up 1: update to quantity of screws.

Event description:
This complaint is for twenty (20) unknown screws.